Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was running in the locked position, had unintended motion, and there was component damage. Therefore, the reported condition that the cover of the device was damaged was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device would run in the locked position, had component damage, the device was displaying an e2 error (handpiece lock engaged), and the device had unintended activation/motion. It was noted in the service order that the cover of the device was damaged during an unknown procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.